Event description:
It was reported that there was a break in the distal segment of the catheter. Diagnostic testing was performed including a dye study. The catheter was partially explanted on (B)(6) 2013; however, the reporter stated ¿spinal segment retained.¿ there were no patient symptoms. Patient status at the time of the report was alive with no injury. The device system delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4).